Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for keypad anomaly, high blood glucose level and received no delivery alarm. The customer¿s blood glucose was 400 mg/dl at the time of the incident. Customer received no delivery alarm and screen would go blank. Customer performed troubleshoot for blank display. Customer states display return. Customer performed the reservoir will not be returned for analysis. The insulin pump will not be returned for analysis.